Manufacturer narrative:
The sales associate provided additional information and states the device is being returned for evaluation. A follow up report will be submitted upon receipt of the device or additional information. The initial MDR was completed based on limited information. Report type updated to malfunction as no adverse event was reported. The event date was reported as (B)(6) 2016, however the sales associate confirmed the date is (B)(6) 2016. The event description was updated based on the receipt of additional information. (B)(4).

Event description:
It is reported the arm wouldn't tighten when affixing to the timberline retractor. The scrub tech had to hold the retractor and use fixation shims. No other arm was available, the case was completed without the arm. There was no patient injury or surgical delay over 30 minutes.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that the articulating arm broke during a case. No further information has been received.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields updated based on the receipt of the device, lot number.

Manufacturer narrative:
The returned device was evaluated. When tightening the knob, the arm would not remain rigid; the complaint is confirmed. No other damage was noted. A review of the manufacturing records did not identify any issues which would have contributed to this event. Based on evaluation findings, it is unlikely that a single dynamic event led to this condition. The cause is likely long term wear that gradually compromised the mechanical structure of the instrument, rendering the arms unable to tighten.